Event description:
Additional information was received. An endurant ii stent graft system was implanted to resolve the migration of the aneurx system that was implanted six years earlier. Another two years later, a procedure was performed to close a gap that had been created between the endurant ii and the aneurx caused by the cuff slipping out of the aneurx. This gap also caused a type iii endoleak. At the time of the earlier intervention, the aneurx stent graft had kinked at a 90 degree angle at the bifurcation. The endurant cuff had been implanted, and a seal obtained. Over time, the angle became too great and the cuff slipped out of its original position, creating the gap. Implantation of the endurant ii would also allow the gate to keep both iliac arteries open. An endurant ii was implanted, but the physician was unable to cannulate the gate. An endurant ii aui was then implanted inside the endurant ii to convert the bifur to an aortic uni iliac graft. Another manufacturer's plug was put in the other aneurx limb to occlude flow into the leak. A fem-fem bypass was then performed to create blood flow to the other leg. No additional clinical sequelae were reported, and the patient is fine.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It is unknown if patient returned for regular follow up appointments. The aortic neck was mildly angulated. The iliac arteries were mildly tortuous. The limbs were crossed at implant. Currently it was reported that the aneurysm has shrunk due to disease progression, around the bifurcated stent graft resulting in stent graft migration. It is unknown if there was an endoleak. The patient was successfully treated with two endurant aortic cuffs, a 3232 and a 3636. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (aneurysm shrinkage and possible disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (aneurysm shrinkage and possible disease progression with aortic neck dilatation).